Event description:
It was reported that intermittent atrial refractory events and atrial sensed events were seen over the t wave. Sensitivity was adjusted but did not resolve the observed events. Atrial capture and impedance were noted to be normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 implantable pulse generator (B)(6) 2012; 4296 implantable pacing lead (B)(6) 2012. (B)(4).